Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect appears to be related to operation circumstances. Factors that may contribute to difficulty advancing or removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have contributed to the reported difficulty during advancement or removal. Additionally, it is possible that manipulation of the balloon catheter, when resistance with the wire was met, contributed to the reported polymer separation; however, this cannot be confirmed. It could not be confirmed if the separated portions of the polymer were removed from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B5 - describe event or problem: updated. H6 - patient code 2199 was removed and patient code 4614 was added.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with mild calcification. The ht whisper es guide wire (gw) was used in the procedure; however, an unspecified balloon became stuck during advancement over the gw. The gw and balloon had to be removed from the patient as a single unit. After removal, issues were noted with coating coming off the guide wire, resulting in the difficulty tracking the balloon. Additional information was received that it was the black polymer coating that was coming off the gw. It could not be confirmed whether or not coating remained in the patient. Another gw was used in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.